Event description:
Right hip prosthetic joint infection. Procedure was a resection r hip arthroplasty, antibiotic spacer placement.indication: patient is a previous patient of surgeon's who has been followed for a painful metal-on-metal hip arthroplasty. The patient presented to the emergency room with displacement of her acetabular component. Preoperative workup including inflammatory markers was negative, and this was presumed aseptic loosening. After reviewing risks, benefits, surgical versus non surgical history, she elected to proceed with revision of her hip.